Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, when the device was fired on the colon at the 4th firing of feea, the malformed staple was stuck on the target tissue. The lumbricoid-formed staples were deployed. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences for the patient. One device and one reload were discarded by the customer.